Manufacturer narrative:
The UDI has been added: (01) (B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator did not deliver energy to a patient and the patient experienced an outcome of death. Additional information has been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator did not deliver energy to a patient and the patient experienced an outcome of death. Additional information was requested but none was provided. Upon receipt of the information request for further details, it was conveyed that there was no more information to be provided. A philips authorized representative evaluated the device and was unable to duplicate the symptom. However, during troubleshooting and inspection of the device, it was noted that the processor printed circuit assembly (pca) needed to be replaced. No electrocardiogram (ECG) rhythm strips, event logs, or case event file were provided for review. This reporter stated that a patient of unknown age, gender, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on (B)(6) 2019, the patient experienced an event with details not reported, hospital staff initiated cardiopulmonary resuscitation (CPR) efforts, connected the patient to the heartstart xl+, attempted to defibrillate the patient, but the device did not deliver energy. Hospital staff then connected the patient to another device; brand and model not reported, and provided treatment, but the patient experienced an outcome of death. It is unknown the number of shocks attempted and it is unknown if any shocks were delivered to the patient during the event. No relevant laboratory data was reported. No adverse event was associated with the use of this device. The processor pca, together with the system-on-module (som) pca, is the ¿brain¿ of the device. It provides all the general purpose computer resources needed for the overall functionality of the device including memory, human interface control, external communication ports, and interfaces to all the supporting modules and circuits not directly related to the therapy functions (heartstart xl+ service manual 861290, publication number 98980316058, edition 1, july 2011, page 177). The philips authorized representative determined that the processor pca needed to be replaced to resolve the failure. The customer was given the part number and pricing for a replacement processor pca which would bring the device back to functionality. The customer, as of (B)(6) 2019, has yet to make a decision on the aforementioned actions required to bring the device back to functionality. The device remains at the customer site.